Event description:
Reporter alleged the customers' needle from the softclix plus lancet device used in finger-stick blood glucose testing would not retract and protruded outside the end of the dial cap. Reporter stated she was not sure whether the customers' needle did not retract either before or after it was used. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.